Event description:
It was reported that (1) device was used during a video assisted wedge. It was reported by the affiliate that the staples malformed on the tsb45 instrument. The surgeon completed the case by hand stitching.